Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that at 1445 a new bag of lactated ringers was started using new tubing. At approximately 1630, the device alarmed for air-in-line, and the bag was found to be empty. The device stated that the rate of infusion was 100ml/hour, and that 252ml infused with a volume of 748ml remaining. According to electronic documentation, there was still a full bag of lactated ringers to infuse. The patient was also receiving amiodarone and levophed. The patient later expired, "...from complications related to his admitting diagnosis- I presume".

Event description:
It was reported that at 1445 a new bag of lactated ringers was started using new tubing. At approximately 1630, the device alarmed for air-in-line, and the bag was found to be empty. The device stated that the rate of infusion was 100ml/hour, and that 252ml infused with a volume of 748ml remaining. According to iware, there was still a full bag of lactated ringers to infuse. The patient was also receiving amiodarone and levophed. The patient later expired, "...from complications related to his admitting diagnosis- I presume".

Manufacturer narrative:
The customer¿s stated issue of ¿over infusion of lactated ringers¿ was confirmed. During inspection of the returned pump module the platen was found to be broken at the upper hinge post. Functional testing consisting of rate accuracy testing performed on the source pump module found the device operating out of specification. The broken platen was replaced, and testing was performed again. Testing showed the pump module was now operating in specification. The proximate cause of the customer¿s complaint was due to the broken upper platen hinge.